Event description:
A dentist reported to dealer who then reported to midmark that the column of a vantage x-ray unit, serial number (B)(4), continued moving up or down after the movement control button was released. The dental office reported to the midmard representative that the unit has been having this issue for a while and has gotten worse lately. The midmark representative called the dental office and confirmed that there was no injury.